Manufacturer narrative:
Concomitant medical products: product ID 97702 , serial#(B)(4), implanted:(B)(6) 2014, explanted:(B)(6) 2022, and product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller was working with pt who had their 2 ins's changed out today for 2 vanta ins's. They were initially able to communicate with both vanta's intraoperatively. Post-op, they can only interrogate the ins that was last communicated with in or. Trying to interrogate the ins in question gives a message about their being too many model numbers. Caller has tried repositioning the ctm but this hasn't helped. Caller was in process of getting a different tablet to try. Tss also recommended working more towards pt's side of affected ins and to try a metal barrier between the two ins's. They are using the pre-existing pockets which are in the right and left flank areas (right below ribcage) and caller estimates ins's are about 6 inches apart. Tss dropped off line to consult with engineering. Additional information was received from a rep. Patient was seen for post-operative appointment this week and placing the communicator more to the side of the patient worked immediately. Patient is doing great.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977006 serial# (B)(6) implanted: on (B)(6) 2022 product type implantable neurostimulator. Product ID 977006 lot# serial# (B)(6) implanted: on (B)(6) 2022 product type implantable neurostimulator. Product ID 97702 serial# (B)(6) implanted: on (B)(6) 2014 explanted: on (B)(6) 2022 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the reason the patient¿s previous inss were replaced with new primary cell devices was due to their devices being at eos.

Manufacturer narrative:
Continuation of d10: product ID a71200, serial# unknown, product type software product ID 977006, serial# (B)(6), implanted: (B)(6) 2022, product type implantable neurostimulator product ID 97702, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2022, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep clarified that both ins were replaced and discarded.